Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door remained closed and did not open. A field service engineer (fse) shut down the station, opened the latch column, and cleaned door 3 mini switches due to corrosion. Tested operation using hardware test application (hta) and had the customer perform recovery and inventory multiple times, confirming normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system door 3 was failed. Customer restarted the station multiple times; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.